Event description:
It was reported to hill-rom that a pt fell out of a clinitron rite hite. Upon falling from the bed, the pt's peg tube (also known as a feeding tube) was dislodged. The pt had to be hospitalized for reinsertion of the tube and to stabilize him. A hill-rom technician inspected the siderails on the bed and found all siderails to be fully functional.